Event description:
"The distal end of the embolectomy catheter came off in the pt during surgery."

Manufacturer narrative:
Investigation summary: the catheter was not returned for eval and there is no product from lots 1063899 or 1061343 remaining in inventory. We have reviewed the device history records and found no deviations or discrepancies in our standard mfg and testing procedures. The cer states that the syntel embolectomy catheter was being used for a graft procedure. Applied product info data sheet specifies that the embolectomy catheter contraindicated for vessel dilation, endarterectomy procedures, graft cleaning or use in the venous system. These procedures require different, more robust, catheter designs which applied also manufacturers. Given the lack of info regarding this specific incident, and in the absence of this subject device, it is not possible to determine the cause and failure mode. As a result we are concluding our investigation and closing this incident file.